Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sheath detachment could not be conclusively determined.

Event description:
During the procedure, part of the sheath detached while accessing the patient's femoral vein. The piece of the sheath was successfully removed using a snare. The procedure was still able to be completed despite the issue.